Event description:
It was further reported that the controller exhibited a no power alarm when the battery was disconnected and the medical staff did not know the procedure to power down the controller.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the backup controller exhibited an unknown alarm. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
UDI related data quality updates only corrected: d1. Brand name d3. MFR name d4. UDI (provided complete UDI) d4. Model number d4. Catalog number h5. Single use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller was not returned for evaluation after follow-up for german patient consent for destructive analysis was denied by the family. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a controller power-up event, without an associated motor start event, logged on (B)(6) 2023 at 13:03:47. Prior to the power-up event, the controller last had power on (B)(6) 2022, indicating that the controller was not in use prior to the event. The power-up event was followed by a vad disconnect alarm that was logged at 13:03:55, likely due to the controller being powered up without the driveline cable connected. In addition, log file analysis revealed that, following the vad disconnect alarm, several data points, controller power-up events, and controller reset events were logged, likely during troubleshooting, with incorrect date/time stamps and no battery serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. The corrupted data points had a time stamp of (B)(6) 1999 at 00:00:00. Of note, the controller will alarm a continuous tone during a controller power up event. As a result, the reported event was confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the observed date/time stamp error, controller resets, and inability of the controller to recognize the batteries events can be attributed to a damaged integrated circuit on the controller's communication line. The integrated circuit is responsible for the communication between controller and batteries and is also connected to the real time clock. The damaged integrated circuit likely prevented the controller from determining the capacity of batteries, therefore causing the controller reset events. A possible root cause for the damaged integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Based on the available information, the most likely root cause of the reported alarm can be attributed to the no power alarm sounding during the controller losses of power during troubleshooting after powering on the backup controller. Analysis of the device was unable to be performed. A signed patient consent is required per german medical device law [mpdg article 72 (6)] in order to analyze patient owned devices. Attempts to obtain patient consent were unsuccessful due to the patient's family denying signature on the consent form; therefore, no physical device analysis was performed on the returned product and the product will be sent back to the facility. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.